Event description:
It was reported that the packaging was damaged. An angiojet solent dista was selected for use. During preparation, it was noted that the packaging was bent and the catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported.